Event description:
During difficult pci of the proximal rca and the ostial pda, ivus imaging confirmed severe disease of ostial rca. Ivus could not pass beyond pda ostium. Even after several pre-dilatations a des could not be advanced. Subsequently, a guideliner was attempted to be implanted but also could not be advanced. It was decided to implant a des stent in the ostial rca, which was uncomplicated. Again, an attempt to advance a guideliner failed despite multiple attempts. Then a stent could be advanced into the ostium of the pda. Shortly after this a perforation was noticed, which was treated with a balloon tamponade first. A right femoral artery access was obtained with a 3drc catheter using a ping-pong technique. Afterwards, it was attempted to implant a 2.5/15 pk papyrus but the device could not be advanced and the stent dislodged in the proximal rca (reported separately). A second pk papyrus stent (3.0/15) also dislodged. An acute occlusion in the distal rca occurred. The guide catheter in the wrist appeared to have thrombosed and was no longer working therefore, all equipment was removed. Patient began to have bradycardia and electrical instability. Since not even a 1.2 mm balloon could pass beyond the occlusion, an intra-aortic balloon pump (iabp) was placed and medication was given. Before patient could be transferring to cicu, patient had cardiac arrest and underwent CPR for 25 minutes. Patient passed away in cicu.

Manufacturer narrative:
(B)(6) 2021 facility reported the implant date ((B)(6) 2020) was incorrect on the original submission. The correct date is (B)(6) 2021 and has been corrected on this report. The affected 3 pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies or ivus records could also not be obtained. The provided clinical information was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted investigation no device deficiency or manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
The affected 3 pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies or ivus records could also not be obtained. The provided clinical information was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted investigation no device deficiency or manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.